Event description:
It was reported that I year and 91 days following a coronary artery eluting stenting treatment procedure, that patient expired. The patient underwent precutaneous coronary intervention (pci) due to chest pain with activity and changes on her electrocardiogram. The target treated was a 95% stenosed portion of the left anterior descending (lad) coronary artery. The physician predilated the lesion with a 2.5x13mm quantum balloon for 20 seconds at 12 atmospheres. A taxus express2 2.75x16mm drug eluting stent was deployed with balloon inflation of 25 seconds at 12 atmospheres. The patient received reopro during the procedure, and was discharged home and doing aspirin and plavix. One year and 91 days after the indexed procedure, the patient expired. Four days prior to this event, the patient was admitted to the hospital for lumbar sacral surgery. The patient continued on aspirin and was discontinued from plavix. One day after the surgery the patient experienced a myocardial infarction with severe back and chest pain. The next day she was brough emergently to the cardiac catheterization lab for intervention. Angiography showed 100% occlusion of the lad in what appeared to be the area of the stent. During preparation for the insertion of the guidewire into the left side of the heart, the patient went into cardiac arrest and expired. In the opinion of the physician the relationship to the taxus express2 stent is unknown. There was no indication in the patient record that an autopsy was done.

Event description:
It was further reported that the site will not release the films or cd's of the case for our reference.